Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that when the device was removed from the packaging, the stent was missing. The product was not used. No additional event or patient information is available. This is being filed based on the returned goods analysis of the device, which revealed crimp marks on the balloon, indicating that the stent was originally crimped on the balloon and may have dislodged during unpacking.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent had dislodged from balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the hypotube at the distal end of the strain relief tubing. There was no other damage noted to the catheter. Product performance engineering reviewed the incident information and analysis of the returned device. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent and protective sheath were not returned for analysis which may have aided in the investigation. A conclusive root cause cannot be determined; however, there does not appear to be a product quality problem. In addition, a kink in the hypotube were noted. There was no mention of this in the incident report and likely occurred during the packing/shipping of the device back to abbott for evaluation. A review of the finished device lot history record did not reveal any non-conformities. A conclusive root cause for the missing stent could not be determined. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.